Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e315 unsupported scope error could not be determined, however, the issue was likely due to leakage at the venting connector during user handling/mishandling and the ingress of water into scope connector, resulting in electronic component failure. The event can be detected/prevented by following the instructions for use which state: - inspection of the endoscopic image ¿-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when the evis exera iii bronchovideoscope was plugged in, there was no image on monitor but read "scope err e315 unsupported scope". When the light source connector was lightly moved, there were sounds of fluid in the scope, however the scope was not leaking or showing signs of leaking. The issue was found during preparation for use, and the device was replaced with another device prior to use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image and error code e315 due to water invasion of the body control unit and scope connector. In addition to the reportable malfunction, the following were noted: the device failed a water dunk test and was unable to tape the leak; distal end plastic cover had a scratch; bending section cover was wet; bending section cover adhesive had a chip, lifting, and scratches; charged coupled device shrink tube was split; insertion tube had a scratch, heavy dent, and failed ring gauge; the scope connector was leaking at the loose and misaligned ethylene oxide valve with evidence of heavy fluid; upward/downward angulation control knob could not angulate sufficiently. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.